Event description:
The plunger jammed [device mechanical issue], no adverse event [no adverse event]. Case narrative: initially (day 0 (B)(6) 2026) this case was considered as invalid as product name was unknown. Upon receipt of follow-up information on 19-may-2026, the product name risperidone for extended-release injectable suspension, single-dose vials was added, and case was considered as valid. This spontaneous report concerns of events of device mechanical issue and no adverse event from the united states. On 19-may-2025, amneal pharmaceuticals received information from patient via an email concerning product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. Additional significant information (#1) was received on 26-may-2026 from the patient via an email. New information included; product information (ndc, strength, batch/lot, serial number and expiration date) and narrative was updated. Additional non-significant follow-up information (#2) was received on 02-jun-2026 from patient via email. New information included: patient's address and narrative updated accordingly. The patient was being treated with risperidone for extended-release injectable suspension, single-dose vials 50 mg vial (ndc: 70121-2628-5, batch/lot: ap250592, expiration date: 30-nov-2027, serial number: (B)(6), frequency and therapy dates were not reported) for an unknown indication. Co-suspect medication, concomitant medications, concurrent condition, medical history, history of procedures, history of allergies, smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. It was reported that the plunger jammed. Last action taken with risperidone in relation to device mechanical issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device mechanical issue and no adverse event was unknown. The reporter did not provide the causality of events device mechanical issue and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.